Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "central supply" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed by baxter personnel during product evaluation. The root cause was assigned to the air in line board being out of calibration. The air in line board was recalibrated and verified to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.